Event description:
Rn inserting # 4 fr. Groshong PICC. After removing guide wire, was unable to put connector on (fell off easily) the piece with the metal sleeve. 3 different connectors used before able to successfully reach a snug fit without coming off. Key issue: defective component.